Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The second physician reported is dr. (B)(6). (B)(4). Only a stopcock was returned for analysis. A visual examination of the returned stopcock revealed that it is in good condition and the device does not have visual defects. Functional evaluation was performed and the stopcock was able to hold the pressure, and there were no issues noted. As only the stopcock was returned, it was not possible to confirm what the customer alleged, besides the stopcock being in good condition and not showing abnormalities. Therefore the most probable root cause for this complaint is "no problem detected" because the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on an unknown date. According to the complainant, during the procedure, there was difficulty when trying to deflate the balloon. Reportedly, the catheter was cut in order to release the pressure. The procedure was completed with another cre fixed wire dilatation balloon . There were no patient complications reported as a result of this event.